Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed. It was noted that a system error (se) 2240 and se 2367 occurred on the reported occurrence date. A visual inspection was performed with no issues noted. A simulated therapy was performed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Correction/additional information: the review of the event history log also noted the presence of a system error 2084 that occurred on the day of the reported alarm. Upon conclusion of the investigation, it was determined that the reported alarm experienced by the patient was a system error 2084 alarm. The device was determined to have met product specifications related to the reported event. The cause of the alarm could not be determined with the available information. The system error 2240/2367 alarms that were also found in the log are addressed in (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) machine experienced an unknown system error (se) alarm. This occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.